Manufacturer narrative:
Investigation conclusion: the customer¿s report that there was an under infusion could not be replicated during this investigation. The log review confirms that on (B)(6) 2020 at 5:07 pm, the incident pump module device was reprogrammed/changed to the reported rate of 75 ml/h (from 50 ml/h) with a remaining vtbi recorded at 249.92 ml for an existing primary basic infusion of an unknown medication programmed. The expected duration was 3.33 hours; however the rate and vtbi had been changed to 100 ml/h and 100 ml, 2 hours and 26 minutes later at 7:33 pm. It could not be ascertained from the log if there was a bag change or remaining volume. A few minutes later, there was another rate and vtbi change of 150 ml/h and 150 ml within their respective time ranges of 7:36 pm and 7:53 pm. Activity during this period shows the following: occluded patient side alarm for approximately four minutes until infusion restarted and rate/vtbi programming changes. The calculated duration of the infusion for this last noted programming change was intended for approximately 50 minutes. Approximately 16 minutes later at 8:09 pm, the pump module was powered off along with the pcu. Total volume infused was recorded as 323.006 ml. It is unknown why the infusion was manually ended before the infusion was completed. Further review of the log noted no activity during the reported event date and time. No further infusion was noted from the pump module. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or primary infusion set were received for inspection. Testing performed on the pump module s/n (B)(6) . The device was found to be delivering IV fluids within specification. Device inspection: the inspection process performed on pump module sn (B)(6) found it to be in fair condition. The right (male) iui was observed with corrosion. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s report that there was an under infusion was not identified. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or disposable set was received for inspection and testing. Device history review: a review of the device history record showed the device had a manufacture date of 20oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an under infusion of packed red blood cells. The order was for 302 ml of an unspecified blood product to be infused at 75 ml/hr. After 4 hours there was about 100 left. "The tubing set used was not kept, sorry. But the serial number we use is 2477-0007 180 micron filter, 15drio/cc infusion blood set." There was no change in the patient's outcome. He was discharged to home with no other changes in his care.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that there was an under infusion of blood product. The order was for 302 ml of an unspecified blood product to be infused at 75 ml/hr. After 4 hours there was about 100 left. Although requested further information was not provided.